Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that was to treat the left upper pulmonary vein. The 014 balance heavyweight hydro guide wire was placed and a balloon was advanced over the guide wire; however, some resistance was felt and when removing the balloon resistance was felt again with the guide wire. During removal of the guide wire through the catheter some resistance was noted and under fluoroscopy the tip separated, the separation portion was removed via snare. Another 0.014 heavy weight wire was then used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.